Manufacturer narrative:
The advocate did not provide a meter serial number, so it was not possible to determine the MFR date.

Event description:
The advocate alleged the customer's contour meter was not working correctly. She stated, the customer received a contour reading of "lo." He retested using another contour and received a reading of 203 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the customer's products with her at the time of the call, so it was not possible to troubleshoot. The advocate ended the call before additional info could be obtained. No product will be returned at this time.